Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ra lead dislodgement was observed on x-ray. The lead was explanted and replaced. Patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: corrected information: patient code should be muscle stimulation rather than no consequences to patient. Analysis was normal. No anomaly was found.

Event description:
It was also reported that the skin pouch was stimulated while the lead was dislocated.